Event description:
It was reported that the patient had sustained ventricular tachycardia (vt). The device delivered all of its available therapies and was unable to convert the rhythm back to normal sinus. The patient had to be cardoverted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.